Event description:
Caller states that the pt tested 4.9 inr on device uf0117826 and 3.6 inr on device uf0117718 while a comparison lab drawn within 1 hour returned as 3.6 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Strip lot used with uf0117718 was not provided.